Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked near the fill port. This was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured july 13-14, 2023. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the solvent-bonded junction of the tubing and stressmember located near the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.